Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported the customer sees frequent 354.6770 channel errors, up to three to four a day. This was generic feedback given during on site visit. No additional information was provided. There was no information on patient involvement.